Event description:
According to the reporter, a bravo capsule failed to attach to the patient's esophagus during an esophageal procedure. There was no harm to the patient, but intervention was required to remove the capsule from the upper esophageal sphincter using a rat tooth. There was nothing unusual about the patient or the procedure and an endoscopy was performed prior to the procedure which showed the esophagus to be normal. No repeat procedure was performed. No other known adverse events were reported.